Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the up arrow button. During testing, the up and down arrow buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the up and down contacts were inverted. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard button pushes to elicit a response. Reportedly, the rubber keypad was cracked on the up arrow button. It was not determined if the tactile changes had occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.